Event description:
Pace medical was notified on 09/09/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device stating a complaint that it was not pacing appropriately. The device was examined and no faults could be found. Device functioned normally. The device was tested 24 hours and functioned as designed. Device re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: user error.